Event description:
It was reported in october 2006 that the lead exhibited >2500 ohms impedance in both configurations. During a subsequent follow-up, the impedance was still >2500 ohms and no bipolar capture was present. The unipolar threshold was 3.5 v, 0.4 ms and unipolar impedance was 353 ohms. The device was programmed to unipolar pace and sense at 7.0 v, 0.4 ms for a 2:1 safety margin.